Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to address the issue; however, declined further troubleshooting from technical support. There was no reported adverse impact to customer's blood glucose.